Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred visual acuity (va). Clinical reason being mentioned as myopic shift in post operation period. The iol was explanted and exchanged for an unknown monofocal intraocular lens in the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Additional information: the file states that in health care professional (hcp) opinion the product did not cause/contribute to the event. A facility representative reported. Clinical reason for the explant is myopic shift in post operative period. Replaced with monofocal. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol (intraocular lens) did not cause the event. The surgeon states clinical reason for the explant is myopic shift in post operative period. Replaced with monofocal. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).